Event description:
It was reported that the patient lost weight causing the pump to flip, as well as the patient flipping the pump. As a result the catheter became coiled and disconnected so that the pump was no longer in the intrathecal space. The pump was explanted, but it was unclear if the catheter was explanted. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info. Is received. Reference MFR report# 6000030200704066.